Manufacturer narrative:
In speaking with olympus technical support via the phone, the customer reported the device referenced in this report displayed an e102 clv lamp gone out error message on the cv-190/clv-190 tower. The customer was advised that this message is displayed if the light source has encountered a temperature switch error. The customer was advised to check the front panel of the clv-190 to see if the spare lamp indicator was illuminated or blinking and consider changing the main bulb. The customer reported that there was 200 hours left on the lamp usage indicator. The customer confirmed the e102 error message resolved with prescribed troubleshooting including replacing the main lamp to the clv-190. The device was not returned to olympus.

Event description:
It was reported to olympus the evis exera iii xenon light source lamp light displayed an e102 clv lamp gone out error message on the cv-190/clv-190 tower. There was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The definitive root cause of the reported event could not be determined. It is possible the lamp failed to illuminate and an e102 error occurred due to an accidental failure of the main lamp or due to the premature degradation of the main lamp caused by the remaining old heat compound. The IFU contains the following statements which may help prevent this type of event: "when replacing the examination lamp, use a clean, lint-free cloth to wipe off residual heat compound from the heat sink. If the heat compound is not wiped off completely, the lamp's heat efficiency will be impaired, and the examination lamp life will be shortened significantly." Olympus will continue to monitor the field performance of this device.